Event description:
Experiencing adverse health conditions believed to be related to mentor saline breast implants. Requesting tests and information about the possibility of breast implant illness based on various symptoms. Breast implant illness related to autoimmune disease and links of symptoms without the proper tests, knowledge or follow up on the toxicology and long term and other required reports by manufacturer. FDA safety report ID #: (B)(4).